Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area of the cycler. The fluid leaked from an unknown area. There were no signs of tear or holes. There were no alarms/warnings prior/after the leak event. The patient was advised to let the cycler air out for 24 hours and then try a treatment. The patient does know how to carry out manual treatments. Additional information was requested but no data was provided. The cycler is not available to return as a sample product.